Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test. No missing segments or partial display noted during testing. Device functioning properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen parts was black and that there were times that a black cross figure like showing on the screen. The customer blood glucose level was unknown. Customer stated that the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.